Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient started essure. In 2016, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), dysmenorrhoea ("severe menstruation pain"), genital haemorrhage (serious criterion medically significant), abdominal pain ("severe abdominal pain and cramping"), back pain ("back pain"), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), weight fluctuation ("weight fluctuations") and irritable bowel syndrome ("irritable bowel syndrome."). The patient was treated with surgery (total hysterectomy and salpingectomy on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain outcome was unknown and the dysmenorrhoea, genital haemorrhage, abdominal pain, back pain, dyspareunia, alopecia, weight fluctuation, irritable bowel syndrome and procedural pain outcome was unknown. The reporter considered pelvic pain, dysmenorrhoea, genital haemorrhage, abdominal pain, back pain, dyspareunia, alopecia, weight fluctuation, irritable bowel syndrome and procedural pain to be related to essure. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced severe pelvic pain. She also experienced abnormal bleeding (seen as genital haemorrhage) amongst non serious events. About two years after insertion, plaintiff underwent a total hysterectomy and salpingectomy. Pelvic pain and genital haemorrhage are anticipated in the reference safety information for essure. During essure therapy, pelvic pain and abnormal genital bleeding/menses pattern changes may occur. Considering that events started after essure implant and the lack of alternative explanations, causality with essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is being sought.~ further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage ("abnormal bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure (batch no. B40023) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine bleeding and vulvitis. Concurrent conditions included vaginal infection, bladder pain, food allergy, drug allergy, urination pain and diarrhea. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstruation pain"), abdominal pain ("severe abdominal pain and cramping"), back pain ("back pain"), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), weight fluctuation ("weight fluctuations"), the first episode of irritable bowel syndrome ("irritable bowel syndrome."), the second episode of irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), hormone level abnormal ("hormonal changes describe: came and went with period"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginitis"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti,"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), feeling abnormal ("brain fog"), vertigo ("vertigo"), rash ("rashes or skin conditions type: not sure"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and abdominal pain lower ("cramping"). The patient was treated with surgery (total hysterectomy and salpingectomy on (B)(6) 2016. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the genital haemorrhage, uterine haemorrhage, dysmenorrhoea, abdominal pain, back pain, dyspareunia, alopecia, weight fluctuation, procedural pain, the last episode of irritable bowel syndrome, hormone level abnormal, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection, female sexual dysfunction, anxiety, depression, feeling abnormal, vertigo, rash, migraine, headache, nausea, allergy to metals, vaginal discharge, fatigue and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, procedural pain, rash, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, vertigo, weight fluctuation, the first episode of irritable bowel syndrome and the second episode of irritable bowel syndrome to be related to essure. The reporter commented: device inserted successfully. The number of coils visualized on right: - 4 coils. Left side essure - left device inserted successfully. Number of coils visualized on the left - 4 coils diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78.458 kgs. Hysterosalpingogram - on 30-may-2014: total bilateral occlusion, blockage confirmed concerning the injuries reported in this case, the following one was reported via patient medical records: abnormal uterine bleeding( confirming genital bleeding) most recent follow-up information incorporated above includes: on 27-feb-2018: pfs+mr received: new events: irritable bowel syndrome, hormone level abnormal, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection, female sexual dysfunction, anxiety, depression, feeling abnormal, vertigo, rash, migraine, headache, nausea, uterine haemorrhage, allergy to metals, vaginal discharge, fatigue, abdominal pain lower were added. Reporter, patient demographic information, other relevant history, product start date, stop date, batch number updated. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage ("abnormal bleeding/heavy bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 35-year-old female patient who had essure (batch no. B40023) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding and vulvitis. Concurrent conditions included vaginal infection, bladder pain, allergic reaction to bee sting, drug allergy, urination pain, diarrhea and bartholin's cyst. Concomitant products included baclofen, diazepam since 2015, medroxyprogesterone acetate (depo provera), propranolol since 2016 and rizatriptan benzoate (maxalt) since 2016. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced dysmenorrhoea ("severe menstruation pain"), dyspareunia ("pain during intercourse"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines") and headache ("headaches"). In 2014, the patient experienced nausea ("nausea"). On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced the first episode of irritable bowel syndrome ("irritable bowel syndrome."). On (B)(6) 2016, the patient was found to have weight decreased ("weight loss"). In 2016, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain and cramping"), back pain ("back pain"), alopecia ("hair loss"), weight fluctuation ("weight fluctuations"), the second episode of irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginitis"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti,"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), feeling abnormal ("brain fog"), vertigo ("vertigo"), rash ("rashes or skin conditions type: not sure"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), abdominal pain lower ("cramping") and pelvic discomfort ("discomfort") and was found to have hormone level abnormal ("hormonal changes describe: came and went with period"). The patient was treated with surgery (total hysterectomy and salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the genital haemorrhage, uterine haemorrhage, dysmenorrhoea, abdominal pain, back pain, dyspareunia, alopecia, weight fluctuation, procedural pain, the last episode of irritable bowel syndrome, hormone level abnormal, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection, female sexual dysfunction, anxiety, depression, feeling abnormal, vertigo, rash, migraine, headache, nausea, allergy to metals, vaginal discharge, fatigue, abdominal pain lower, weight decreased and pelvic discomfort outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, procedural pain, rash, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, vertigo, weight decreased, weight fluctuation, the first episode of irritable bowel syndrome and the second episode of irritable bowel syndrome to be related to essure. The reporter commented: device inserted successfully. The number of coils visualized on right: - 4 coils. Left side essure - left device inserted successfully. Number of coils visualized on the left - 4 coils patient underwent re-suture cuff surgery post hysterectomy on (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78.458 kgs. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion, blockage confirmed. Concerning the injuries reported in this case, the following one was reported via patient medical records: abnormal uterine bleeding( confirming genital bleeding) quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2019: pfs received. Added event weight loss, discomfort. Updated onset date of events. Concomitant drug were added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage ("abnormal bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. B40023) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine bleeding and vulvitis. Concurrent conditions included vaginal infection, bladder pain, allergic reaction to bee sting, drug allergy, urination pain and diarrhea. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstruation pain"), abdominal pain ("severe abdominal pain and cramping"), back pain ("back pain"), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), weight fluctuation ("weight fluctuations"), the first episode of irritable bowel syndrome ("irritable bowel syndrome."), the second episode of irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), hormone level abnormal ("hormonal changes describe: came and went with period"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginitis"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti,"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), feeling abnormal ("brain fog"), vertigo ("vertigo"), rash ("rashes or skin conditions type: not sure"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and abdominal pain lower ("cramping"). The patient was treated with surgery (total hysterectomy and salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the genital haemorrhage, uterine haemorrhage, dysmenorrhoea, abdominal pain, back pain, dyspareunia, alopecia, weight fluctuation, procedural pain, the last episode of irritable bowel syndrome, hormone level abnormal, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection, female sexual dysfunction, anxiety, depression, feeling abnormal, vertigo, rash, migraine, headache, nausea, allergy to metals, vaginal discharge, fatigue and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, procedural pain, rash, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, vertigo, weight fluctuation, the first episode of irritable bowel syndrome and the second episode of irritable bowel syndrome to be related to essure. The reporter commented: device inserted successfully. The number of coils visualized on right: - 4 coils. Left side essure - left device inserted successfully. Number of coils visualized on the left - 4 coils patient underwent re-suture cuff surgery post hysterectomy on (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78.458 kgs. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion, blockage confirmed. Concerning the injuries reported in this case, the following one was reported via patient medical records: abnormal uterine bleeding( confirming genital bleeding). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 25-jan-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced severe pelvic pain. She also experienced abnormal bleeding (seen as genital haemorrhage) amongst non serious events. About two years after insertion, plaintiff underwent a total hysterectomy and salpingectomy. Pelvic pain and genital haemorrhage are anticipated in the reference safety information for essure. During essure therapy, pelvic pain and abnormal genital bleeding/menses pattern changes may occur. Considering that events started after essure implant and the lack of alternative explanations, causality with essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.